Event description:
The practice manager confirmed that the tooth was extracted due to a pre-existing condition. The patient went to the clinic because felt pain that became an abscess and required the tooth (3.6) to be extracted.

Manufacturer narrative:
Overall, this incident does not meet the criteria for a life threatening illness, permanent impairment, permanent damage to a body function or structure, nor does it qualify as a serious injury or serious adverse event related to the use of the product. Block b5 (describe event or problem) and b7 (other relevant history, including preexisting medical conditions) were updated according to new information received.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The potential root cause of this event is unknown. Align's clinical review of available records indicates that tooth #3.6 had undergone root canal therapy and placement of an endodontic post; however, the distal root exhibited an unfilled segment within the canal obturation. Radiolucent areas were noted at both apices, suggesting possible periapical pathology, along with an ill-fitting crown and an enlarged periodontal ligament space. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor shared that the patient had to get tooth 3.6 extracted. It is unknown if the patient required any additional medical intervention or medications to alleviate the reported symptoms. It is unknown if any clinical or laboratory tests were performed. The patient will continue treatment, since a new order was submitted. No additional information at this time.